Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of gallstones and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On unreported dates, the patient experienced gallstones and peritonitis. On (B)(6) 2012, the patient was hospitalized for the peritonitis. The patient thought that the gallstones caused the peritonitis. Treatment was not reported.

Manufacturer narrative:
(B)(4). Additional information was received on (B)(4) 2012: the nurse medically confirmed this report. The nurse reported that the patient was not hospitalized in (B)(6) 2012 for peritonitis. She further stated that the patient was not admitted to the hospital for any pd related issues in (B)(6) 2012.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11k21084 and h11j27026. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.